Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Medical staff reports: "an out of date implant was implanted." No further information was provided.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device was explanted and discarded after surgery.